Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt (germany) lost stimulation. A diagnostic test revealed invalid impedance measurements for all lead contacts. Surgical intervention was undertaken for further interrogation and a break in the lead was found. The pt's lead was explanted and replaced thereby resolving the issue.